Manufacturer narrative:
Customer contact information, mailing address and phone number were not provided. Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The event date is approximate. The sonicare charger is an accessory to the healthywhite power toothbrush system. The manufacture date cannot be determined based on the provided information.

Event description:
A consumer reported that flames were coming out from one side of their sonicare healthywhite power toothbrush charger and that the housing turned black. No serious injuries or property damage was reported.